Event description:
It was reported that the patient still experienced electrical shocks from their new system controller (previous shock reported under 2916596-2026-02208). The patient noticed this when they are home on wall power and the system controller touches their skin on the back of their arm. The patient stated that the shocks are the same as reported before and the patient was not concerned but just wanted everyone to be aware. It was advised to the patient to not place the system controller against their skin.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.